Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with severe scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It is reported that customer experienced scratches on insulin pump display screen. Insulin pump would need to be replaced. No further information provided.